Event description:
It was reported that a spectrum pump failed the downstream occlusion test. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be reproduced during evaluation. The device was operating within specification for the reported symptom.